Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having ear and jaw pain, although the patient is not experiencing hearing difficulty and noted tender/tmj on left side. The dentist advised the patient to stop wearing the retainer which may be causing the tmj pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.